Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising thresholds and high impedance. Occlusion was noted. The lead was inactivated and replaced on the contralateral side. No patient complications have been reported as a result of this event.